Manufacturer narrative:
Product event summary: the catheter was returned for analysis. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was bent. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Damaged during use.

Event description:
It was reported that while slitting the delivery catheter during the implant procedure, a fragmented piece of the catheter remained attached to the lead. After slitting was completed, the placed lead dislodged unexpectedly. The lead was removed and replaced with a different model. The remnant catheter piece was retrieved with the removed lead. It was noted that the implant procedure was prolonged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).